Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 507 mg/dl. The customer had symptom related to high blood glucose level such as heavy breathing. The customer reported that the insulin pump received no delivery alarm in the past, which did not occur during manual prime. The drive support cap was normal. The customer alleges insulin pump was under delivering as the insulin pump received no delivery alarm. The insulin pump will not be returned for analysis.